Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during implant the physician backed the set screw too far out when unscrewing a lead for repositioning. Upon reinserting the lead into the header it was noted that the set screw was missing. The set screw was not retrieved, however fluoroscopy was performed and the set screw was not in the pocket. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.